Event description:
It was reported to boston scientific corporation in 2008, that a gold probe electrohemostasis device was used during an arterio-venous malformation (avm) treatment procedure performed on . According to the complainant, during the procedure, the device "would not get hot" and it was discovered that the handle or connection to the generator came loose. Reportedly, the procedure was completed with another gold probe device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not be determined.